Manufacturer narrative:
The product was returned for analysis, reported complaint could not be observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional observations were as follows: device: the device was returned loose inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No damage observed to the device. Lens: the lens is returned outside of the device in a plastic specimen container. Solution is dried on both surfaces of the optic and haptics. No damage observed. Root cause: the root cause for the reported complaint could not be determined. No damage observed to the lens or the device. Haptic may become stuck to the optic: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. If there is excessive delay between the lens position at the pause location and the delivery. The lens may become more adherent when left in a folded position for long. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation, the lens haptic did not fold as predicted in the capsular bag and was explanted from the capsular bag. The surgery was completed by using the a different lens with the same power. There was no patient harm. Additional information has been received stating haptic was stuck to optic for a long time. With help of forceps, it was forced to unfold so the physician was afraid it might have dented the optic. Additional information has been requested.